Event description:
An optometrist reported a patient with superficial punctate keratitis (spk) and dryness in both eyes three months following lasik treatment. There is a "little relief from artificial tears likely due to patients work environment". The patient reported her eyes were red at the end of the day. Additional information was received from the center director, who indicated the patient has not been seen since the date of the event. The patient's next postop exam is scheduled for late (B)(6) 2014. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).